Event description:
It has been reported to philips that there was no space on the hard disk memory and the allura system would not x-ray. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no space on the hard disk memory and the system was inoperative. Review of the system log file showed that the malfunctioning of frontal ip-pc. Field service engineer (fse) formatted hard disk drive to create a space and downloaded system software, but issue was reoccurred and the fse replaced the hard drive. After replacement of hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.